Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) alerted for high, out-of-range shock impedance. A subsequent transmission showed the shock impedance was back within normal range. It was planned to have the patient seen in clinic in a month's time (patient was living in gibraltar). The crt-0 and non-boston scientific right ventricular lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).